Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer's son reported via phone call that his mother was hospitalized due to low blood glucose. The customer's blood glucose was 30 mg/dl at the time of the incident. The customer's blood glucose was 57 mg/dl at the time of call. The customer's son stated that they treated his mother's low blood glucose with peanut butter, gram crackers and soda. The date of the hospitalization was (B)(6) 2015. The customer's son stated that his mother were more active with daily activities. The customer's son performed displacement test and the insulin pump passed. The customer's son stated that the drive support cap appeared normal. The customer's son was stuck on rewind after the displacement test. The insulin pump will not be returned for analysis.